Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure (batch no. C55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion on (B)(6) 2014, pregnant on (B)(6) 2014, vaginal candidiasis, tooth pain, dizziness, photophobia, amenorrhea, thyroid disorder nos, urinary incontinence, paratubal cyst, vomiting, gastrointestinal disorder, esophagitis, helicobacter pylori antibody, dysphagia and blurred vision. Current weight: 138 lbs. Concomitant products included amitriptyline hydrochloride (amitriptylin) since (B)(6) 2017 and metronidazole from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal/ abdominal cramping"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal discharge ("vaginal discharge/ yellow discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("pain lower abdominal") and skin discolouration ("spotting brown"), 8 days after insertion of essure. In (B)(6) 2016, the patient experienced migraine ("migraine/migraines /headaches"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), pruritus ("itchy skin over entire body/itching and burning/itching/ skin irritation and itching"), pollakiuria ("urinary frequency"), back pain ("lower back pain"), vulvovaginal mycotic infection ("yeast infection") and vulvovaginal discomfort ("irritation"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("mood swings") and depressed mood ("depressive moods"). On (B)(6) 2017, the patient experienced constipation ("constipation"), abdominal distension ("bloating"), abdominal pain upper ("upper abdominal pain"), dyspepsia ("heartburn") and gastrointestinal motility disorder ("difficult passing bowel movement"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia/ issues in sexual dysfunction"), psychological trauma ("psych injury/depression,") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/excessive bleeding during menstrual cycle"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w period)"), dermatitis allergic ("allergy: rash/ skin condition"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision prob"), adnexa uteri cyst ("paratubal cysts"), night sweats ("night sweats"), hot flush ("hot flashes"), breast discharge ("breast discharg"), bacterial vaginosis ("bacterial vaginosis"), nausea ("nausea,"), allergy to metals ("nickel allergy"), rash ("rashes,") and dysuria ("dysuria") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, urinary tract disorder, migraine, adnexa uteri cyst, night sweats, rash, pruritus, back pain and dysuria had resolved, the fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, visual impairment, weight increased, neoplasm, dysgeusia, hot flush, breast discharge, vaginal haemorrhage, abdominal pain lower, bacterial vaginosis, nausea, skin discolouration, pollakiuria, vulvovaginal mycotic infection, vulvovaginal discomfort, depressed mood, constipation, abdominal distension, abdominal pain upper, dyspepsia, gastrointestinal motility disorder and anxiety outcome was unknown and the headache and mood swings was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri cyst, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, breast discharge, constipation, cystitis, depressed mood, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrointestinal motility disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neoplasm, night sweats, pelvic inflammatory disease, pelvic pain, pollakiuria, pruritus, psychological trauma, rash, skin discolouration, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal discomfort, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: diagnosed nickel allergy? No. Received treatment for pain, abdominal, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), apareunia, bleeding menorrhagia (heavy menstrual bleeding),general abnormal bleed, metrorrhagia (bleeding b/w periods), nickel allergy, psych injury, bladder/urinary problems bladder probs., bladder infect., uti, vaginal. Infection, vaginal. Discharge, urinary probs.,fatigue, gi conditions, hair loss, dental problems., hormonal changes, migraine, headaches, vision problems, weight gain, tumors, metallic taste in mouth, paratubal cysts, night sweats, hot flashes, breast discharge, and pelvic inflammatory disease. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53.52 kgs. Hysterosalpingogram - on (B)(6) 2016: bilateral occlusion. Pathology test - on (B)(6) 2018: fallopian tubes bilateral, paratubal cysts. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound pelvis - on (B)(6) 2017: normal pelvic ultrasound. X-ray - on (B)(6) 2018: found to be clear of any remaining portions of the essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dental caries, vaginal discharge, abd pain, headaches, vaginal spotting, dyspareunia, migraines, skin rash, bacterial vaginosis, mild pelvic pain, vaginal infection, constipation, weight gain, depression, menorrhagia, most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received: new events added: abnormal bleeding (vaginal), pain lower abdominal, mood swings, bacterial vaginosis, nausea, nickel allergy, rashes, spotting brown, urinary frequency, lower back pain, yeast infection, irritation, depressive moods, constipation, bloating, upper abdominal pain, heartburn, difficult passing bowel movement, anxiety, dysuria. Event onset date and outcome were added. Lot number were added. Reporter information were updated. Patient history, lab data, concomitant drugs were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure (batch no. C55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion on (B)(6) 2014, pregnant on (B)(6) 2014, vaginal candidiasis, tooth pain, dizziness, photophobia, amenorrhea, thyroid disorder nos, urinary incontinence, paratubal cyst, vomiting, gastrointestinal disorder, esophagitis, helicobacter pylori antibody positive, dysphagia and blurred vision. Current weight: 138 lbs. Concomitant products included amitriptyline hydrochloride (amitriptylin) since (B)(6) 2017 and metronidazole from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal/ abdominal cramping"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal discharge ("vaginal discharge/ yellow discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("pain lower abdominal") and skin discolouration ("spotting brown"), 8 days after insertion of essure. In (B)(6) 2016, the patient experienced migraine ("migraine/migraines /headaches"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), pruritus ("itchy skin over entire body/itching and burning/itching/ skin irritation and itching"), pollakiuria ("urinary frequency"), back pain ("lower back pain"), vulvovaginal mycotic infection ("yeast infection") and vulvovaginal discomfort ("irritation"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced mood swings ("mood swings") and depressed mood ("depressive moods"). On (B)(6) 2017, the patient experienced constipation ("constipation"), abdominal distension ("bloating"), abdominal pain upper ("upper abdominal pain"), dyspepsia ("heartburn") and gastrointestinal motility disorder ("difficult passing bowel movement"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia/ issues in sexual dysfunction"), psychological trauma ("psych injury/depression,") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/excessive bleeding during menstrual cycle"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w period)"), dermatitis allergic ("allergy: rash/ skin condition"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision prob"), adnexa uteri cyst ("paratubal cysts"), night sweats ("night sweats"), hot flush ("hot flashes"), breast discharge ("breast discharg"), bacterial vaginosis ("bacterial vaginosis"), nausea ("nausea,"), allergy to metals ("nickel allergy"), rash ("rashes,") and dysuria ("dysuria") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, urinary tract disorder, migraine, adnexa uteri cyst, night sweats, rash, pruritus, back pain and dysuria had resolved, the fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, visual impairment, weight increased, neoplasm, dysgeusia, hot flush, breast discharge, vaginal haemorrhage, abdominal pain lower, bacterial vaginosis, nausea, skin discolouration, pollakiuria, vulvovaginal mycotic infection, vulvovaginal discomfort, depressed mood, constipation, abdominal distension, abdominal pain upper, dyspepsia, gastrointestinal motility disorder and anxiety outcome was unknown and the headache and mood swings was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri cyst, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, breast discharge, constipation, cystitis, depressed mood, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrointestinal motility disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neoplasm, night sweats, pelvic inflammatory disease, pelvic pain, pollakiuria, pruritus, psychological trauma, rash, skin discolouration, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal discomfort, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: diagnosed nickel allergy? No received treatment for pain, abdominal, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), apareunia, bleeding menorrhagia (heavy menstrual bleeding),general abnormal bleed, metrorrhagia (bleeding b/w periods), nickel allergy, psych injury, bladder/urinary problems bladder probs., bladder infect., uti, vaginal. Infection, vaginal. Discharge, urinary probs.,fatigue, gi conditions, hair loss, dental problems., hormonal changes, migraine, headaches, vision problems, weight gain, tumors, metallic taste in mouth, paratubal cysts, night sweats, hot flashes, breast discharge, and pelvic inflammatory disease. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53.52 kgs. Hysterosalpingogram - on (B)(6) 2016: bilateral occlusion. Pathology test - on (B)(6) 2018: fallopian tubes bilateral, paratubal cysts. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound pelvis - on (B)(6) 2017: normal pelvic ultrasound. X-ray - on (B)(6) 2018: found to be clear of any remaining portions of the essure coil.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dental caries, vaginal discharge, abd pain, headaches, vaginal spotting, dyspareunia, migraines, skin rash, bacterial vaginosis, mild pelvic pain, vaginal infection, constipation, weight gain, depression, menorrhagia, batch no : c55837 production date: 2014-05-16 expiration date: 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality-safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w period)"), dermatitis allergic ("allergy: rash/ skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), visual impairment ("vision prob"), dysgeusia ("metallic taste in mouth"), adnexa uteri cyst ("paratubal cysts"), night sweats ("night sweats"), hot flush ("hot flashes") and breast discharge ("breast discharge") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and neoplasm ("tumors"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, dermatitis allergic, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, urinary tract disorder, adnexa uteri cyst and night sweats had resolved and the psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, visual impairment, weight increased, neoplasm, dysgeusia, hot flush and breast discharge outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, bladder disorder, breast discharge, cystitis, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, neoplasm, night sweats, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: diagnosed nickel allergy? No received treatment for pain, abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, bleeding menorrhagia (heavy menstrual bleeding),general abnormal bleed, metrorrhagia (bleeding b/w periods), nickel allergy, psych injury, bladder/urinary problems bladder probs., bladder infect., uti, vaginal. Infection, vaginal. Discharge, urinary probs.,fatigue, gi conditions, hair loss, dental problems., hormonal changes, migraine, headaches, vision problems, weight gain, tumors, metallic taste in mouth, paratubal cysts, night sweats, hot flashes, breast discharge, and pelvic inflammatory disease. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Event injury replaced with more specific information: new events pelvic inflammatory disease, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), gen: abnormal bleed, metrorrhagia (bleeding b/w periods), rash/skin condition, psych injury, bladder probs, bladder infection, uti, vag. Infection., vaginal. Discharge, urinary probs, fatigue,gi conditions, hair loss, dental problems, hormonal changes, migraine, headaches, vision probs, weight gain,tumors, metallic taste in mouth, paratubal cysts, night sweats, hot flashes and breast discharge. Lab data updated. New reporter added. Patient demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.